Manufacturer narrative:
Product analysis: the valve was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 months following the implant of this transcatheter bioprosthetic valve, bacteremia was reported with likely medically treated endocarditis. Approximately one year and six months post valve implant, the patient was evaluated. A transesophageal echocardiogram (tee) revealed an abnormal valve with calcified/thickened aortic leaflets. One of the leaflets was immobile and the other leaflet had mildly restricted motion at the base. The third leaflet had normal motion. The mean gradient was 32 mmhg. Mild paravalvular leak (pvl) and central aortic regurgitation was reported. Vegetation was not present. The valve was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated h6: the explanted valve was discarded by the hospital. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that four month following the implant, when bacteremia was reported the patient p resented with symptoms, however the specific symptoms were not reported. Vegetation was not seen on echocardiogram at this time. The patient had not undergone any recent procedures that would have led to the infection. The patient did not have a history of endocarditis.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Endocarditis cases that occur between 2 and 12 months after surgery are known to be a mixture of community-acquired episodes and hospital-acquired episodes caused by less virulent organisms. These cases may also be due to introduction of the microorganism during the implant procedure. The sterilization process used by medtronic has an anti-microbial kill on certain types of microorganisms and these organism will be rendered non-viable during the sterilization process. In this case, the type of organism involved was not reported. Therefore, the source of the organism cannot be conclusively determined. Calcification is a bioprosthetic valve failure that is patient influenced. As calcium deposits form on the valve, they can potentially cause narrowing at the opening of the valve. The presence of calcification and its rate of formation is dependent on patient condition (e.g., blood chemistry). With the limited information available, a conclusive root cause could not be determined. Poor valve coaptation is a known potential adverse effect per the device instructions for use (IFU). With the limited information available, a conclusive cause could not be determined but the leaflet calcification may have been a contributing cause. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricle dysfunction, etc). With the limited information available, a conclusive root cause could not be determined but the reported immobile leaflet and restricted leaflet motion may have been contributing causes. Regurgitation and paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. With the limited information available, a conclusive root cause could not be determined but the leaflet calcification/immobility may have been a contributing cause. Trace/mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.